Event description:
It was reported that there was ventricular oversensing during left ventricular capture management while using competitive integrated bi-polar lead. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 0293 competitor implantable tachy lead (B)(6) 2013. (B)(4).